Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 687mg/dl. The mother stated that night before the insulin delivery stopped and her son's glucose level went higher. The caller stated that the customer experienced nausea and vomiting caused by the high blood glucose. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.